Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had emergency backup battery (ebb) fault alarms. It was stated that the ebb had been changed several times before and was confirmed by the ventricular assist device (vad) coordinator. The last change was in (B)(6) 2024. The log files showed multiple strings of ebb fault alarms beginning on (B)(6) 2025. This occurred due to a failed load test. There was no interruption in pump support during these events. The dates of the ebb exchanges were unknown. Ebb reseating did not resolve the alarms and the ebb was exchanged. The system controller was then exchanged for a new one. The old system controller was returning for evaluation.

Manufacturer narrative:
Correction section b3: the event date was updated to reflect the information being covered by this event. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed during review of the submitted log files from the heartmate 3 system controller (serial number: (B)(6). The event log file contained approximately 2 days of information (27jan2025 to 29jan2025 per timestamp). Throughout the event data, a backup battery fault alarm was observed to be active due to the battery not passing the load test. The voltage conditions associated with the load test not passing could not be determined, as the alarm¿s initial activation had been overwritten by newer information. Based on the periodic data, it appeared that this alarm first activated sometime between 22:33:40 on (B)(6) 2025 and 2:33:39 on (B)(6) 2025. The periodic data also revealed two additional backup battery fault alarms, which were observed to be active in the data points spanning from 22:34:02 (B)(6) 2025 ¿ 6:34:01 (B)(6) 2025 and 14:33:58 (B)(6) 2025 ¿ 10:33:56 (B)(6) 2025. These alarms also activated due to the battery not passing the load test. The observed alarms did not impact the ability of the controller to operate the pump at the intended speed. Provided information indicated that the system controller was exchanged in response to the observed alarms. It was indicated that the exchanged controller would return for analysis; however, multiple attempts were made to obtain tracking information, and no response was received. To date, the product has not returned. This investigation will reopen if the product is received. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to properly perform a system controller exchange. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.